Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It's recommended to replace the downstream sensor.

Event description:
Reported a smiths medical cadd legacy alarmed and was double beeping no cassette. This occurred during testing and no patient involvement.